Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a

Event description:
It was reported that "when the user tested to load the first clip outside the abdominal cavity before use, it was not loaded properly - the boss was detached from the jaw. The second clip was loaded properly, so the device was used as it was with no problem in a laparoscopic cholecystectomy. The same issue occurred to 2 units, in the different procedures." No patient involvement. Associated mdrs: 3003898360-2025-00563.